Event description:
Pt underwent right shoulder arthroscopy and suffered 2 burns to left thigh, one 5x4.5 cm and second 3x2.5 cms. It is suspected this is related to the bovie and grounding pad, but cause and effect has not been proven.